Manufacturer narrative:
The device was not returned for evaluation however, a device history review was conducted and there is nothing in the product history record that would indicate that the devices were released with any non-conformances that would contribute to the subject complaint.

Event description:
A patient underwent a convergent procedure via subxiphoid approach with concomitant left atrial appendage exclusion. After inserting epi-sense cannula (csk-6131), bleeding was observed, prompting its removal, after which perforation of the right ventricle was noted. The procedural approach was converted to median sternotomy, and the injury was repaired using sutures. The patient was stabilized, and an atriclip device was placed on the left atrial appendage. No ablation was performed. There was no reported device malfunction, and the adverse event was the result of a procedural complication.